Manufacturer narrative:
The error was identified by the customer upon occurrence via notification from a secondary software tool in operation at the facility. Error is indicated by the presence of two sample ids for the same plate and well. Software log files from the associated device were evaluated during the investigation.

Event description:
The customer contacted beckman coulter inc. (Bci) regarding two different samples being pipetted into the same well of a microtiter plate on the automate 2500 with serum plates and automated rack code reader. The issue was immediately noticed and the affected wells were not further processed. There was no effect to patient and user associated with this event.